Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified. No repairs were required, and the unit was returned to service. The technician was informed that the employee subject of the event was not wearing proper ppe specifically gloves as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." While onsite, the technician counseled user facility personnel on the proper use and operation of the v-pro max sterilizer and properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. Medical treatment was sought, but the user facility did not disclose if any treatment was administered.